Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The eccentric target lesion was located in the tortuous and moderately calcified left anterior descending artery. A 24 x 3.00 promus premier select drug-eluting stent was advanced for treatment. However, it was noted that the stent failed to cross the lesion and the shaft broke upon tracking the device. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The eccentric target lesion was located in the tortuous and moderately calcified left anterior descending artery. A 24 x 3.00 promus premier select drug-eluting stent was advanced for treatment. However, it was noted that the stent failed to cross the lesion and the shaft broke upon tracking the device. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluation by manufacturer: promus premier select ous mr 24 x 3.00mm stent delivery system was returned for analysis in 2 sections. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break located approximately 26cm distal to the distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. (A1) patient identifier: (B)(4).